Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure could be lumen compromised by a puncture or cut. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the foley catheter. It was unknown if the patient used the catheter or not. It was stated that there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand. The patient did not have urine stone. Per follow up information received via ibc on 12sep2022, it was stated that there were no obvious visible damage in the catheter.

Event description:
It was reported that sterile water leaked from the foley catheter. It was unknown if the patient used the catheter or not. It was stated that there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand. The patient did not have urine stone.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.